Event description:
This pt has a history of falls due to cerebral palsy and a complication medical and developmental history. Consequnetly, damage to their cochlear implant from impact is possible. The pt is experiencing redness and pain around the implant area. The pt's audiologist was unable to connect to the internal device despite exchanging out the various external equipment components. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantable surgery was tentatively scheduled for 2005.